Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ileocecal resection procedure, the handle was closed but no firing was possible. New device was used to complete the case. There was no patient injury.